Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was unable to insert into the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to advance guidewire and stylet into the lead was confirmed. Final analysis found that as received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. Visual inspection found bunching up of the inner coil at the distal region. The cause of the reported events of failure to advance guidewire and stylet was isolated to bunching up and stretched inner coil at the distal region consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.